Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 for a high blood glucose of 445 mg/dl and diabetic ketoacidosis. The patient stated that she was stressed out and not taking care of herself. The patient was treated with IV drips of insulin, potassium, magnesium, and other fluids. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The infusion set cannula did not appear bent or crimped. A high pressure test did not occur. In a separate incident, the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. The alarm was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.